Manufacturer narrative:
Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Further evaluation of this event has determined that the device did not cause or contribute to a death or serious injury, nor is there a likely potential for death or serious injury associated with this event based on additional investigational information. There was no donor connected at the time of the incident and the set was not used. Air bubbles were noticed in the return line by the operator after ac prime was complete. It should be noted that it is not atypical to have a modest volume of air in the return line at this point in the procedure. Directly following ac prime, the system completes the prime sequence with a blood prime sequence, which is a draw cycle that would draw air into the centrifuge, and would not return air to the donor. At the point in the procedure in which the customer noted air in the access/return line, it is not possible to return this air to the donor. Root cause: no malfunction or defect of the device was found as a result of the investigation of this incident with the available information. The air bubbles noted by the customer after the completion of the ac prime sequence are a normal and expected finding at this point in the procedure.

Manufacturer narrative:
Investigation: the inlet coil was returned for investigation. It contained anticoagulant (ac) only, no blood, confirming that no donor was attached. The ac line contained ac and some bubbles. No manufacturing defects were noted in the portion of the returned set. Investigation is in progress. A follow-up report will be provided.

Event description:
The customer reported seeing air bubbles in the return line during priming for the collection procedure. No donor was connected at the time that the air bubbles were seen, therefore, no patient information is reasonably known. Donor unit ID# (B)(6). This product is not available within the us, but this report is being filed due to an alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA.

Manufacturer narrative:
Root cause: root cause for this incident remains undetermined at this time. No malfunction or defect of the device was found as a result of the investigation of this incident. Air bubbles noted by the customer after the completion of the ac prime sequence are not an unexpected finding at this point in the procedure. It is possible that this is simply the customer's perception of an excessive amount air. Additionally, another possible cause could be failure to squeeze the drip chamber on the acda.

Manufacturer narrative:
This report is being filed to provide additional information.